Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when the urine flows into the canister it turns a dark brown color. It was stated that the purewick urine collection system had a burnt smell to it as well. The representative informed customer that the purewick accessories replacement kit needs to be replaced because it had not been replaced since (B)(6) 2022. The representative asked customer how was the cleaning the tubing lid and the canister. It was stated that they was just rinsing with water informed to customer the proper way of cleaning the lid and tubing's by mixing 1 teaspoon of dish soap with 1 gallon of cool tap water and allow it to sit for a minimum of 10 minutes and while submerged, use a soft brush to remove any signs of dirt or debris. Then the representative asked to rinse with cool tap water and then informed of how to disinfect the tubing, elbow connector and lid into 70% isopropyl alcohol and soak for 10 min then rinse with cool tap water and let the tubing air dry for 30 mins. And the canister uses a clean low lint towel to dry it was stated that they would start cleaning the machine properly . It was noted that the patient had been using this product for more than 90 days.

Event description:
It was reported that when the urine flows into the canister it turns a dark brown color. It was stated that the purewick urine collection system had a burnt smell to it as well. The representative informed customer that the purewick accessories replacement kit needs to be replaced because it had not been replaced since mar2022. The representative asked customer how was the cleaning the tubing lid and the canister. It was stated that they was just rinsing with water informed to customer the proper way of cleaning the lid and tubing's by mixing 1 teaspoon of dish soap with 1 gallon of cool tap water and allow it to sit for a minimum of 10 minutes and while submerged, use a soft brush to remove any signs of dirt or debris. Then the representative asked to rinse with cool tap water and then informed of how to disinfect the tubing, elbow connector and lid into 70% isopropyl alcohol and soak for 10 min then rinse with cool tap water and let the tubing air dry for 30 mins. And the canister uses a clean low lint towel to dry it was stated that they would start cleaning the machine properly . It was noted that the patient had been using this product for more than 90 days.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be " inadequate component selection component failures, damage, or deterioration". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1. After the purewick¿ urine collection system has been set up, place the purewick¿ external catheter according to the purewick¿ external catheter¿s instructions for use. 2. When the canister is ready to be emptied, remove the purewick¿ external catheter according to the purewick¿ external catheter¿s instructions for use and throw away. Note: keep the purewick¿ urine collection system on to make sure all urine has been drawn out of the collector tubing and into the collection canister before removing the purewick¿ external catheter. Note: although the canister can hold up to 2000cc (ml), to prevent overflow empty urine from the collection canister regularly or before volume reaches 1800cc (ml). 3. Turn off the purewick¿ urine collection system by pressing the on/off switch. Disconnect the a/c power cord from the power outlet and from the device. Disconnect collector tubing and pump tubing from the canister. 4. Lift collection canister from purewick¿ urine collection system. Do not lift canister by the lid. Take canister into an area appropriate for disposal e.g. A bathroom, carefully remove the lid, and dispose of urine in a proper receptacle e.g. A toilet or according to facility protocol. If using a privacy cover and it gets wet, remove and discard. 5. Clean collector tubing, pump tubing, canister, purewick¿ urine collection system, and power cord according to cleaning instructions in the cleaning and maintenance section. 6. Reassemble the purewick¿ urine collection system according to the initial setup instructions when the system is ready to be reused." The device was not returned.